Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6)2010, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for non-malignant pain. It was reported the patient had a catheter replacement procedure performed on (B)(6) 2016. Further information was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.